Event description:
It was reported that during procedure, before used on the patient, noted there are foreign matters in the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/29/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was received out of its opened package for analysis with an opened package. Upon visual inspection, of the reload and package no foreign matter was noted. The reload was received unfired with the reload pan partially dislodged from the right proximal side. In addition, 6 double drivers missing, and 2 double drivers are out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge.  As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no foreign matter was noted and the package was received opened. A manufacturing record evaluation was performed for the finished device lot number 126c60, and no non-conformances were identified